Event description:
This ra lead was implanted on (B)(6) 2015 and remains implanted at this time. A call was placed to technical services on 08/01/2018 stating that this lead had lead safety switch and impedance was jumping up and down. The following physician was dr. (B)(6) at (B)(6) clinic in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).